Event description:
Ous MDR - oversensing was reported after an implantation period of approximately 59 months.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection detected multiple signs of wear and tear along the lead body. Especially in the area of the proximal ring electrode of the atrial dipole, a conductor fracture of the rope conductor was found. This conductor fracture is with high probability the cause of the artifacts on the atrial channel that were mentioned in the complaint text. The characteristics of the damage leads to the assumption of strong mechanical stress of the lead in the implanted state. Reasons for an increased stress level of the lead are hard to determine without diagnostic motion images and other information on the patient. Considerable lead movement should be considered. Possible influence factors are an unfavorable lead position, the individual anatomy, and particular physical activity of the patient, especially regarding the upper body. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.